Event description:
According to the reporter: staples did not form properly and the anvil was bending when firing the device. The procedure was converted to open. The surgeon over sewed to control the area of bleeding. Blood loss amount not given.